Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No number ramping anomaly was noted on the display. The insulin pump was received with a cracked case at the display window corners, minor scratches on the display window and a cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reports to have experienced keypad anomaly. Customer's blood glucose was 76mg/dl. Customer states that while entering cabs in attempts to delivery a bolus shot, numbers on keypad began to scroll up and insulin pump began to flash. After troubleshooting, customer was advised that insulin pump would need to be replaced. O further info provided.